Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support to report an m21-2 invalid sensor reading (5 volts) warning on the liberty select cycler. Incident occurred dwell 1 of 6 (1 hour 33 minutes remaining / 1 hour 40 minutes set) and again in dwell 1 of 6 after re-setup. Incident occurred a total of 5 times. Pressed ok, warning reoccurred. Rebooted cycler, warning reoccurred. Cycler has been re-setup with new supplies. Caller is unsure how to tell which solutions are for manuals and which are for the cycler and mentioned patient's prescription changed but will be receiving more supplies on 12/21/2023. The fresenius technical support representative issued a replacement cycler due to the m21-2 invalid sensor reading (5 volts). Patient was advised to discontinue use of the current cycler. Upon follow up, it was confirmed that the patient was able to complete treatment by performing manual exchanges on the reported day. No patient adverse effects were experienced, and no medical intervention was required. Patient informed he has received the replacement cycler and hasn't had any other issues. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Voltage verification check passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Valve actuation test and system air leak test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.